Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. An annual pre maintenance was ordered by customer and in connection to this the pre maintenance kit and expiratory cassette membrane were replaced after which the reported issue was solved and unit was handed over to customer in good working condition. The reported issue has been confirmed in the provided logs and shows that the pressure transducer test failed the expiration valve test which is a sub test. The test case failed due to high measured offset current from the expiration valve with log message "expiration valve test failed - voice coil force out of range". The root cause for the reported issue can not be established in this investigation, however the most likely cause of the problem is a rigid expiratory cassette membrane. The recommended action according to the service manual if the "expiration valve test failed" is: check the expiratory cassette: if possible, replace the expiratory cassette and check if the new cassette is accepted by the pre-use check. If the new cassette was accepted by the pre-use check, the fault was located to the cassette. To repair the old cassette, check that the expiratory valve membrane is clean and correctly seated in the cassette. Replace the membrane if required. The valve membrane gets more rigid during use and cleaning (and dirt) and the membrane¿s rigidity affects the offset current for the expiratory valve coil. When the limit for the offset current is passed (range 0.06768 - 0.15684 a) the test fails. To solve this issue, the expiratory valve membrane should be replaced.

Event description:
Manufacturer's ref. #: (B)(4).